Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting one event of discrepancy between a donor unit arrived at facility and manual gel testing for anti-b forward typing according to customer, donor unit was label as group 0, rh positive from their blood center. Facility performed donor retype on unit using mts abd/rev cards lot # 020620037-20 ((B)(4)) and mts abd/abd card lot # 102819053-02 ((B)(4)) and saw weak-1+ positive reaction in the anti-b microtube with both gel cards. Customer stated that site centrifuged the donor sample to extract some plasma for the reverse typing and the donor unit was reacting with 4+ positive with both a and b cells reverse affirmagen cells because of the discrepancy, customer repeated testing by first washing the donor cells and retest donor unit and still getting the same weak-1+ reaction with both card types. Customer then retyped the unit using manual tube method and saw negative at immediate spin ( did not perform any additional testing at rt for tube method). Customer used ortho mts for diluent customer further added that site has returned the donor unit to the blood center so no more additional testing could be done and also stated the other donor units received at facility reacted as expected. Issue started on: reported (B)(6) 2020; reported (B)(6) 2020 number of samples affected? 1x. Was qc affected? No was any expired product used? No when was the last successful qc run? Qc passes daily patient's diagnosis: not provided product handling protocol: cassette/gel card storage temperature range: as per IFU cassette/gel card orientation: upright rbc storage and handling: as per IFU visual appearance before use: acceptable tsc review with customer troubleshooting steps with possible testing donor unit with the mts ab mono card that could detect weak expression of the b antigens. Also, tsc discussed possible b subgroup that may be only reacting in the gel method. Customer indicated the unit was not transfused and was return back to the blood center.